Event description:
A patient experienced a right femur fracture on (B)(6) 2013. During a procedure to place a tfn the helical blade coupling screw broke during insertion of the helical blade. The screw removal set was used to retrieve the broken pieces and all pieces were retrieved.. The original helical blade was fully seated when the coupling screw broke and was left in the patient. The surgery was prolonged approximately 3 minutes. No reported adverse effect to the patient.

Manufacturer narrative:
Device used for treatment and not diagnosis. The returned device was manufactured in june 2007 and is over 5 years old and shows evidence of being used-hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. A review of the DHR shows there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.